Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Device not available for return

Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. Customer will not be returning device or lancets because they have been discarded. No replacement needed as customer now has a new device.